Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced an arrhythmia as well as a syncopal event and fall. The local area field representative reported the patient was unaware they had received shock therapy. Initial anti-tachycardia pacing (atp) was provided, accelerating the rhythm and a 31 joule shock was then provided. However, this shock accelerated the rate further to ventricular fibrillation (vf). A final 31 joule shock was then provided which successfully converted the rhythm. The device was successfully reprogrammed to provide a higher energy initial shock. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.